Event description:
The device is not flashing green and after turning on it says service required. There was no patient involved in this event

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2018. Upon receipt, the device was failing self-tests due to an rtc error. Further investigation revealed that the -ve leg of the coin cell had broken off, which had removed the cell from circuit and resulted in rtc errors. The user would have been alerted with ¿warning, device service required¿ prompts, with no status leds illuminating due to the nature of how the coin cell leg had broken off the component, i.e. -ve solder joint still intact, the coin cell had likely become detached due to impact. However, the investigation was unable to verify this by other means, as there was no visible damage to the outer case. It is the policy of heartsine not to refurbish devices which have been returned from the field after investigation, therefore this device shall be scrapped and replaced with a new sam 350p.

Event description:
The device is not flashing green and after turning on it says service required. There was no patient involved in this event.